Event description:
Md reports yet another valve failure on tyco/kendall thoracentesis tray pack. See previous reports 10/22/04 and 11/09/05. Same physician, no pt injury. Kendall response to 11/09/05 complaint does not confirm defective condition. Sending kendall sample of defective product 04/25/06.